Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Reportability of patient¿s death. The patient expired due to myocardial infarction approximately three months after the initial implant procedure and the patient had not had any adverse event that could lead to myocardial infarction until he expired. The patient's death, therefore, is not reportable. (B)(4).

Event description:
On (B)(6) 2011, the patient underwent endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses (tgt3420/8253612 and tgt4015/8044668). A right axillary-left common carotid-left axillary artery bypass procedure was performed to maintain blood flow to the branch arteries of the aortic arch. Intra-procedure imaging revealed a proximal type I endoleak, but the procedure was concluded with a wait-and-watch approach taken to the endoleak. On the same day, the patient suffered from cerebrovascular infarct, and it was monitored. On (B)(6) 2011, the patient expired due to acute myocardial infarction.